Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log files. The mpu was not returned for analysis; however, log files were submitted and data was reviewed. On (B)(6) 2025, a low power hazard alarm that progressed into a no external power alarm was captured. This is due to the voltages within both power cables decreasing below the alarm thresholds. This is consistent with a loss in alternating current (ac) power while connected to the mpu. The backup battery supported the system without issue during this event. The alarms resolved when power was restored to the unit. Pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the mpu, if the ac power cord has a v-lock, if the cause of the loss of power is known, and if any product would be returned for analysis. To date, no response has been provided. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during investigation, a no external power event was identified while connected to the mobile power unit due to a voltage loss.